Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, following the valve deployment, the delivery catheter system was withdrawn; however, the nose cone caught on the paddle of the outflow of the valve on the lesser curvature side, causing the valve to dislodge upward. Subsequently, a snare was used to lift the valve above the coronary arteries, and a non-medtronic valve was implanted in the annulus.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025 other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012397883); product type: 0195-heart valves: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, following the valve deployment, the delivery catheter system (dcs) was withdrawn; however, the nose cone caught on the paddle of the outflow of the valve on the lesser curvature side, causing the valve to dislodge upward. Subsequently, a snare was used to lift the valve above the coronary arteries, and a non-medtronic valve was implanted in the annulus. Additional information was received that a pre-implant balloon dilation was performed. Right side access and a non-medtronic (safari) guidewire were used for the procedure. The valve was implanted into the native annulus using the cuspal overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was the paddle getting caught on the nose cone and hanging it up. The nose cone did not pass through the middle.